Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: 80 years old at the time of enrollment.

Event description:
Elegance clinical trial it was reported that a vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2024 as a part of the elegance clinical trial. The first target lesion was in the left proximal sfa with 5 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 200 mm lesion length with 80 % stenosis and was classified as transatlantic intersociety consensus (tasc) ii b lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 5 mm x 200 mm sterling pta balloon. Treatment of target lesion was performed by dilation using study device, 6 mm x 100 mm ranger drug coated balloon. Following post-dilation was performed using 5 mm x 200 mm sterling pta balloon and the final residual stenosis was noted to be 0 %. The second target lesion was in the left distal sfa with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 200 mm lesion length with 99 % stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 5 mm x 200 mm sterling pta balloon. Treatment of target lesion was performed by dilation using study device, 6 mm x 120 mm ranger drug coated balloon. Following the final residual stenosis was noted to be 0 %. On (B)(6) 2024, on the same day as the index procedure, non-flow limiting dissection (grade a) was noted due to 6 mm x 120 mm ranger drug coated balloon. In response to the dissection, balloon dilation was performed. On the same day the event was considered resolved. On an unknown day, the subject was discharged from the hospital on aspirin and clopidogrel. It was further reported that on (B)(6) 2024, same day as index procedure, non-flow limiting dissection of proximal sfa was noted.

Event description:
Elegance clinical trial. It was reported that a vessel dissection occurred. The subject underwent treatment with the ranger drug coated balloons on (B)(6) 2024 as a part of the elegance clinical trial. The first target lesion was in the left proximal sfa with 5 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 200 mm lesion length with 80 % stenosis and was classified as transatlantic intersociety consensus (tasc) ii b lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 5 mm x 200 mm sterling pta balloon. Treatment of target lesion was performed by dilation using study device, 6 mm x 100 mm ranger drug coated balloon. Following post-dilation was performed using 5 mm x 200 mm sterling pta balloon and the final residual stenosis was noted to be 0 %. The second target lesion was in the left distal sfa with 6 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with 200 mm lesion length with 99 % stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 5 mm x 200 mm sterling pta balloon. Treatment of target lesion was performed by dilation using study device, 6 mm x 120 mm ranger drug coated balloon. Following the final residual stenosis was noted to be 0 %. On (B)(6) 2024, on the same day as the index procedure, non-flow limiting dissection (grade a) was noted due to 6 mm x 120 mm ranger drug coated balloon. In response to the dissection, balloon dilation was performed. On the same day the event was considered resolved. On an unknown day, the subject was discharged from the hospital on aspirin and clopidogrel.

Manufacturer narrative:
A1 - patient identifier: (B)(6). A2 - age at time of event: 80 years old at the time of enrollment.